Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was inaccurate. Additionally, it was reported that the pump history did not reflect accurate data despite being in use. Customer's blood glucose level ranged between 350-400 mg/dl. Multiple attempts were made to follow up with the customer on the reported issue; however, no response from the customer was received.